Event description:
Per independent repair center: alarming or red light. Key failure is the compressor had worn cup seals. Additional malfunctions are the sieve beds were dusted; the 4-way valve, inlet hose, and pvc tubes were contaminated; and the tie wraps and hose clamps leaked.